Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
A customer complained of questionable high inr results from a coaguchek xs meter serial number (B)(4). The customer stated that they have been consistently receiving >8.0 inr results for about a month and a half. The customer provided three examples were the meter results were compared to an unknown laboratory method. On (B)(6) 2018 the meter result was >8.0 inr and within 7 hours the laboratory result was 3.6 inr. On (B)(6) 2018 the meter result was >8.0 inr and within 7 hours the laboratory result was 3.1 inr. On (B)(6) 2018 the meter result was >8.0 inr and within 7 hours the laboratory result was 4.2 inr. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation of an adverse event. The customer did mention that their coumadin dosage has been changed frequently. The customer was rotating their coumadin dosage from 5 mg, 5 mg, to 7.5 mg. Their coumadin dosage was held for 2 days ((B)(6) 2018 - (B)(6) 2018). On the week of (B)(6) 2018, the customer's doctor switched their coumadin dosage to 2mg daily until their following appointment. The customer does not have hematocrit concerns, is not on heparin therapy, is not on direct thrombin inhibitors, does not have antiphospholipid antibodies, is not on any new medications, is not on any new diets, has had no new illnesses, and has had no signs of bleeding or bruising. The affected products were requested for return. Replacement products were sent. Retention test strips (lot 353503) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.